Manufacturer narrative:
(B)(4). The reported events of iritis, high intraocular pressure, hyperemia and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Clinical patient experienced the adverse events of anterior chamber inflammation, conjunctival hyperemia, and corneal edema with a xen 45 gel stent the day after implant in their left eye. These three events were mild and no treatment was needed. Patient also experienced postoperative uncontrolled intraocular pressure roughly 2 weeks after implant. This event was severe and treatment was an accompanying operation. The event recovered/mitigated a week later. Device remains implanted.

Event description:
Additional information received noting patient also experienced a mild subconjunctival hemorrhage that resolved after a month and a half with no needed intervention.

Manufacturer narrative:
Additional information: b.5., g.1., h.6.

Manufacturer narrative:
Additional information b.5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Clinical patient experienced the adverse events of anterior chamber inflammation, conjunctival hyperemia, and corneal edema with a xen 45 gel stent the day after implant in their left eye. These three events were mild and no treatment was needed. Patient also experienced postoperative uncontrolled intraocular pressure roughly 2 weeks after implant. This event was severe and treatment was an accompanying operation. The event recovered/mitigated a week later. Device remains implanted. Additional information received noting that an event of postoperative loss of iop control occured roughly two months after implant. This event was noted as severe and required an accompanying operation. This event recovered/relieved roughly three weeks later.